Event description:
On (B)(6) 2012, it was reported that the patient's infusion device stopped supplying insulin without displaying any error or alert messages. The patient's father stated that they changed the adapter of the infusion device, but it did not correct the issue. The patient saw that the insulin cartridge compartment of the infusion device was wet. The patient states that her infusion device does not work. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Manufacturer narrative:
Not verified. The complaint cannot be verified, the product meets the specification regarding the customer's allegation. The delivery accuracy and the occlusion limits of the insulin pump were tested within the pump drive test on the diagnostic test system and meet the specifications. The alarm functions of the insulin pump were tested within the alarm function test on the diagnostic test system and meet the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient. All programmed boluses were delivered. All errors and alerts are triggered correctly by the pump. The problem mentioned byp the customer could not be reproduced.